Event description:
New information received notes that the noise was discovered remotely through a merlin.net alert. The device was oversensing the noise and did cause a small amount of inhibition and the patient was not symptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, noise was observed on the lead. Noise was previously reported on the old lead also. Physician decided to continue to monitor the patient. Subsequently, the device and new right ventricular lead were explanted and replaced. The patient's condition was fine.

Manufacturer narrative:
Explant date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
Additional information received notes that during device check on (B)(6) 2017, noise oversensing was reproducible with isometrics. Lead perforation and fracture was noted.